Manufacturer narrative:
A smart flex 10 x 100 x 80 cm "jumped back/proximal" during deployment. Operator has deployed a lot of these stents & says it is different than in the past. He begins to deploy/uncover the stent until he sees the distal end blossom, then stent is migrating proximal during rest of pin & pull deployment. The stent deployed at the target site and an additional stent placement was not needed. No additional details are available. The product was not returned for analysis. A device history record (DHR) review of lot 40660 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses¿ and ¿stent-ses incorrect length - too short/compressed¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. According to the instructions for use ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers distal to the target lesion and proximal placement marker proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve on the handle must be loosened to allow free movement of the pusher tube. Deploy the stent. Stent deployment must be performed under fluoroscopic guidance. Grip the outer sheath and handle with one hand and the pusher tube with the other. Move the outer sheath proximally relative to the pusher tube, while holding the pusher tube in a fixed position. The position of the delivery system may need to be adjusted to keep the distal stent markers at the appropriate location. Once the distal end of the stent starts to deploy continue to retract the proximal outer sheath and handle while holding the pusher tube still until the stent is fully deployed and the proximal stent markers have expanded. Note: the proximal placement marker may move during the stent deployment and may not coincide with the location of the proximal stent markers after deployment. If resistance is felt during retraction of the outer sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A smart flex 10 x 100 x 80 cm "jumped back/proximal" during deployment.  Operator has deployed a lot of these stents & says it is different than in the past. He begins to deploy/uncover the stent until he sees the distal end blossom, then stent is migrating proximal during rest of pin & pull deployment. The stent deployed at the target site and an additional stent placement was not needed. No additional details are available.  The stent also shortened when deployed. The product was not returned for analysis. No lot number was provided therefore a device history record (DHR) review could not be generated. The reported ¿stent delivery system (sds)-ses¿ and ¿stent-ses incorrect length - too short/compressed¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number was supplied a DHR could not be completed. According to the instructions for use ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers distal to the target lesion and proximal placement marker proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve on the handle must be loosened to allow free movement of the pusher tube. Deploy the stent. Stent deployment must be performed under fluoroscopic guidance. Grip the outer sheath and handle with one hand and the pusher tube with the other. Move the outer sheath proximally relative to the pusher tube, while holding the pusher tube in a fixed position. The position of the delivery system may need to be adjusted to keep the distal stent markers at the appropriate location. Once the distal end of the stent starts to deploy continue to retract the proximal outer sheath and handle while holding the pusher tube still until the stent is fully deployed and the proximal stent markers have expanded. Note: the proximal placement marker may move during the stent deployment and may not coincide with the location of the proximal stent markers after deployment. If resistance is felt during retraction of the outer sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
A smart flex 10 x 100 x 80 cm (product code: sf10100sb) "jumped back/proximal" during deployment.  Operator has deployed a lot of these stents & says it is different than in the past. He begins to deploy/uncover the stent until he sees the distal end blossom, then stent is migrating proximal during rest of pin & pull deployment. The stent deployed at the target site and an additional stent placement was not needed. However the stent shortens after deployment. No additional details are available.